Manufacturer narrative:
On may 12, 2020, the product investigation was completed. Device investigation summary: upon visual evaluation of the video provided in the complaint, it was observed that there was a leakage between the shell and one of the suture tabs. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast reconstruction with an unspecified mentor tissue expander, experienced a breast implant deflation, post-operatively. A leak between the tab and side implant junction was identified. As a result, the patient underwent implant explantation. The exact date was not provided but an estimate date of (B)(6) 2019 was assigned per the available information provided.